Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). The patient had a new scs device placed due to an issue with the previous implant. The consumer reported that the whole system was p laced. They did a major surgery which was clarified to be a laminectomy and then put an entirely new system in. The patient stated that the battery was depleted but never gave good coverage turned up all the way. It was bad coverage from the device. It was stated that they did not clarify the date of the issue of ¿no relief.¿ clarification was asked but unknown. The consumer stated that it was the year before the placement of the system. The patient stated that they did not get to use it at all because they had to turn it up to the maximum amount to feel anything.